Event description:
Patient was operated on approximately 13 days ago. A large piece of mesh was implanted and required 70 tacks to secure. Patient reported abdominal pain and diarrhea. White cell count is elevated. Patient is taking antibiotics. Mesh remains implanted and patient reported feeling better.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.